Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30945144l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt ¿ right ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during a procedure while ablating, the anesthesiologist noticed a drop in blood pressure. The physician confirmed that the patient had suffered a right ventricular outflow track perforation. They reported that this was confirmed on the intra cardiac echo. 1 liter of fluid was removed, and 500 ml of fluid was introduced back into the patient. The patient is now in the intensive care unit and in stable condition. The physician also stated that he "could have felt a steam pop" during the procedure but was unsure. The injury was a rvot right ventricular outflow track perforation. Fluid leaked out into the pericardial sack. It was discovered from a drop in the patient's blood pressure, vitals. A pericardiocentesis was performed on the patient and 1 liter of fluid was removed. 500 ml was filtered back into the patient. The following catheters were in the body at the time of the adverse event: the webster cs catheter. The medical team was unsure if the webster quadrapolar catheter was in the body at the time of the event. The adverse event occurred on (B)(6) 2023 .the adverse event was discovered as they were ablating rvot. The physician stated that, that right before the anesthesiologist stated the bp dropped, he heard a very muffled pop sound. Outcome of the adverse event was fully recovered (no residual effects) patient was discharged 2 days later. Usually after this procedure patients goes home the same day or next morning. He was transferred to ICU after the procedure and after 2 days he was discharged home. Relevant tests/laboratory data they did many lab testing like h&h and every other lab test that gets to be done on a code. Echo, the specific result for the blood tests unknown. Medical history: they did MRI before to rule out any other condition with the heart but came back all normal. Brk1 was used for the transseptal puncture performed. Prior to noting the pe or CT, ablation was performed. Physician heard a muffled sound but he didn¿t think it was actually an steam pop. The event occurred post transseptal and mapping. This happened middle of ablation. Toward the end of ablation. Stsf was used and they didn¿t change the setting on it. The drip was set per usual depending on the watts, but they don¿t remember what was the wattage we were using correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used was dashboard and visitag. Tag index was used. Not sure if additional filter used with the visitag. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.